Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Case with patient identifier (B)(6) is related to case with patient identifier (B)(6).

Event description:
It was reported that the infusion device delivered an unintended bolus of 25 units of insulin. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
The absence of a key lock prevents the possibility that buttons could not be unknowingly pressed in the proper order to program a bolus. This possibility is highly unlucky do to the sequence required. To program a standard bolus it is necessary to press a specific pattern of keys. First the pump has to be unlocked by pressing the up and down key. The unlocked pump displays the pump¿s status screen. By pressing ok button for three times the standard bolus menu can be entered. A bolus can be programmed by pushing the up button for each increment or by permanent pressing the up button to scroll up to a specific volume of insulin. After that the ok button has to be pressed again to confirm the programmed volume while delivery automatically starts thereafter. Despite the unlikelihood that this sequence of events were accidentally pressed, the investigation unit has confirmed this as a design problem based on the customer's allegation of unprogrammed boluses, and their appearance in the memory of the pump.